Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a 30mm amplatzer pfo occluder was chosen for implant in a patient with two patent foramen ovales (pfo) and two small atrial septal defects (asd). Prior to procedure, a transesophageal echocardiogram (tee) bubble test was performed, and it was grade 3. Aspirin was administered before the surgery. The occluder was placed in the small asd closest to the pfo with the intention of covering all of them. After the pfo closure, aspirin and plavix were started. In april 2023, follow-up tee bubble test was grade 3-4 with valsalva challenge. On (B)(6) 2023, the tte bubble test was grade 3-4 with valsalva load. After 6 months, the patient stopped plavix and aspirin was continued. On (B)(6) 2023, the patient needed to continue antithrombotic therapy because the patient still had a residual shunt more than 2 years after pfo deployment. The patient wanted to stop the antithrombotic therapy because of pregnancy and childbirth in the future. On (B)(6) 2023, the amplatzer pfo occluder was surgically removed, and the pfo and 2 small asds were surgically closed. There were no reported complications during the explant procedure. The patient was hospitalized.

Manufacturer narrative:
An event of residual shunt more than two years after procedure was reported. Information from the field indicated that the device was used off label in a patient with two patent foramen ovales (pfo) and two small atrial septal defects (asd) to close all of the defects. A returned device assessment could not be performed as the device was not returned for analysis. Additional information from the field indicated that the patient was started on aspirin and plavix but decided to stop the antithrombotic therapy. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the root cause of the reported incident could not be conclusively determined but could be as a result of the patient deciding to stop antithrombotic therapy. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per the instructions for use artmt600034287, IFU pfo abt ous, b.2 "the amplatzer¿ pfo occluder is a percutaneous, transcatheter occlusion device intended to close all types of pfos (i.e. Classical as well as those with aneurysm of the septum) in patients with a history of stroke or transient ischemic attacks (tias) diagnosed by echocardiography with right-to-left shunting during the valsalva maneuver." . Information from the field indicated that the device was attempted to be implanted in a bronchus fistula closure procedure.